Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited biv trigger pacing due to oversensing on this left ventricular (lv) channel. There was loss of capture on the left ventricular lead. This lv lead remains in service. No adverse patient effects were reported.